Event description:
An endovascular stent with delivery system was successfully advanced to the target lesion site located in the patient's iliac artery. Upon the initial inflation attempt, the balloon lost integrity at 2 atmospheres of pressure causing the stent to be partially expanded. An attempt to withdraw the sds through the femoral sheath was unsuccessful. Subsequently, an incision was made at the access site, widening the wound, and the sds was successfully removed from the patient. Another sds was advanced and successfully placed at the target lesion site. There were no additional complications reported relative to this event.